Event description:
Complainant alleged that during functional testing, a critical error was observed in the log. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, and functional stress testing using known good test batteries without duplicating the report. The customer was sent a replacement device. No trend is associated with reports of this type.